Event description:
The customer reports that the screw keeps popping out of place. There was no patient injury. On (B)(6) 2010 surgical scrub tech reported via telephone that the screw that connects the two handles, repeatedly backed itself out of position during use. The scrub tech repeatedly reset the screw to be able to use the device. No patient injury confirmed.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.